Manufacturer narrative:
Correction: section h device manufacture date, imdrf annex g grid and manufacturer narrative a review of the device history record for sn (B)(6) was performed from the date of manufacture, on 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system application was frozen on initializing peripheral screen. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system application was frozen. A field service engineer (fse) performed a re-image on the station due to it being stuck on the peripheral initializing screen during startup. The re-image was successful, and the station was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system application was frozen on initializing peripheral screen. However, there were no delay to patient care and adverse events or injuries reported based on this incident.